Manufacturer narrative:
(B)(4) the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and the pocket was partially closed. Then the device could not be interrogated. The field representative reported that the device was initially interrogated and the patient and electrode information was entered. The sensing vector was primary, then the device was programmed off and handed to the physician. The programmer session was ended. After the pocket was partially closed, the want was placed over the device, but no telemetry was established. Two separate programmers were tried, without success. The programmers displayed a message stating unable to retrieve patient information. Several magnet resets were attempted; beeping was heard but the pattern was not normal. The field representative contacted technical services, who discussed using a backup device. This device was removed from the pocket, a new device was attached, and the procedure was completed with no further issues. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated without issue. A programmer was used to simulate the implant set-up and process, with no issues observed. A high rate was input into the device and appropriate sensing was observed; the device charged and delivered a full energy shock with a normal impedance of 75 ohms. This device functioned normally during testing. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The field representative at this case later reported having additional interrogation issues at other implant and follow-up appointments. It was then realized that the problems were likely due to a defective programmer wand.

Event description:
--